Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's sister that the customer received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 334 mg/dl at the time of admission. The customer was given manual injections to treat. The customer experienced symptoms such as fainting. The customer was wearing the insulin pump during the incident. The customer reported sensor glucose versus blood glucose differences. The customer did not confirm their high blood glucose with a meter reading. Troubleshooting was not completed as the call was disconnected. The insulin pump will not be returned for analysis.